Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06105, 0001825034-2017-06106, 0001825034-2017-06108. Event date (B)(6) 2016. Concomitant medical products - regenerex-tibial tray catalog # unknown, lot # unknown, regenerex bearing catalog # unknown, lot # unknown regenerex-femoral componenet catalog # unknown, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left knee arthroplasty, subsequently patient is experiencing pain when climbing stairs, pain from sitting to standing and minor instability. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4).

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.